Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the transmitter and the pump. The customer also requested to run test plug procedure. The customer reported no adverse event. The event involved product mmt-7841zn. Troubleshooting was performed for the communication issue but reported communication issue was not resolved. Troubleshooting was performed for the tester procedure for transmitter and it was confirmed that the customer called back after fully charging the transmitter but led did not blink when removing transmitter from the charger. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge properly. However, after removing the device from charger, the green led did not flash. After the test plug was installed, the led did not flash, the problem was isolated to electronic assembly. The unit failed to sync properly during rf/ble association, problem was isolated to electronic assembly. In conclusion, unable to perform functional test, rf/ble/downgrade/associate test due to communication anomaly. The led, and communication anomaly is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.